Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed weak battery, failed battery test, battery out limit and off no power. Customer's blood glucose level was 200mg/dl at the time of the incident. Customer was assisted with troubleshooting for weak battery and failed battery alarm and the insulin pump did not receive failed battery test but alarmed weak battery again. The customer was advised that the insulin pump needed to be replaced. The customer was assisted with battery out limit and off no power troubleshooting as the customer reported receiving battery out limit while driving on (B)(6) 2017. During off no power troubleshooting, the customer stated that they did not received a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that this was the second occurrence of off no power alert without a low battery warning. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.